Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 638bl32, serial/lot #: (B)(4), ubd: 06-feb-2024, UDI #: (B)(4), PMA/510(k): k011395. Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the structural heart product). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 days following the implant of these annuloplasty products, a permanent pacemaker was implanted due to atrial fibrillation, atrial flutter and atrial tachycardia. No additional adverse patient effects were reported.